Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Patient had the hsg (hysterosalpingogram) done and the right and left side were occluded and disassembled. Left side is well into fallopian tube most likely beyond ismic section into ampullary portion of the tube. The device appears to be partially dissembled with springlike component noted medial to main body of the device. On the right side, the proximal end of the device is fractured or disassociated to the body. Follow up information received on 16-dec-2014: ptc (product technical complaint) provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was not enough information to determine or confirm if there was any device breakage in this case. No further information could be obtained from the radiologist. Medical assessment: this ptc was initiated due to a product quality issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram (hsg) the left device appeared to be partially disassembled with springlike component noted medial to main body of the device and right side proximal end of the device is fractured or dissociated to the body. The reported event, interpreted as suspicion of device breakage is non-serious and unlisted according to essure's reference safety information. During hsg evaluation, essure proximal markers may move or seem stretched because of the flexibility of the outer coil; this can lead to hsg results misinterpretation. In this particular case, there was not enough information to determine or confirm a device breakage. Nevertheless, until further data is obtained and given the reported event's nature company considers a causal relationship with essure cannot be excluded and regards this case as other reportable incident due to suspicion of device malfunction (device breakage). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up from 13-apr-2015: follow-up attempts were done, with no response to date. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram (hsg) the left device appeared to be partially disassembled with springlike component noted medial to main body of the device and right side proximal end of the device is fractured or dissociated to the body. The reported event, interpreted as suspicion of device breakage is non-serious and unlisted according to essure's reference safety information. During hsg evaluation, essure proximal markers may move or seem stretched because of the flexibility of the outer coil; this can lead to hsg results misinterpretation. In this particular case, there was not enough information to determine or confirm a device breakage. Nevertheless, given the reported event's nature company considers a causal relationship with essure cannot be excluded and regards this case as other reportable incident due to suspicion of device malfunction (device breakage). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.